Event description:
It was reported that the user received recurring alerts with a reported blood glucose of 325 mg/dl. The user checked tubing and observed no drops in the fill tubing; inspection showed moisture and the user reported dropping a pre-filled insulin cartridge, which likely cracked and caused a leak, consistent with a leaking pre-filled cartridge for an ilet system. Investigation of this case revealed that replacing the cartridge and supplies resolved the issue after leaked insulin was cleaned from the port area. No symptoms associated to hyperglycemia reported. Outcomes included no hospitalization and no emergency care. It was concluded that the event was attributable to a damaged pre-filled cartridge that leaked insulin, resulting in delivery interruption and hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.